Event description:
It was reported that the left ventricular (lv) lead had to be repositioned after dislodgement. Prior to discharge, it was determined that the lead had moved again. The lead was then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 lead implanted 2014 (B)(6); 6935m62 lead implanted 2014 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.